Event description:
Using a right internal jugular approach, a greenfield ivc filter placement was attempted. When the post procedure abdominal x-ray was completed, it was noted the filter failed to deploy immediately and migrated into the right atrium. The filter was secured with a snare and ultimately removed via an additional approach caudal to the previous jugular insertion site. While the filter was being held at the apex, a sheath was guided over the filter, disengaging the hooks and removed. A bard g2 filter was then placed. A contrast study of the superior vena cava was performed and there was no extravasation noted. The patient became hypotensive while still on the table, received 2 units of packed red blood cells, 2 units of fresh frozen plasma, levophed drip and subsequently went into pea. Acls was initiated. Family contacted, requested no further heroic measures and patient was pronounced. The medical examiner released the body and the family declined an autopsy.